Manufacturer narrative:
Product event summary: analysis confirmed the reported event, there was an intermittent problem, as a result the main printed circuit board (pcb), interconnect flex, and flexes were replaced. It was also noted that the high rate cover was damaged, the upper case was damaged, the lower case was broken, the battery drawer was contaminated, and the ring was bent.

Event description:
It was reported that the rapid atrial display of the external pulse generator was missing segments. The generator was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
This device was included in that field action, returned product testing found the device did perform as described in the field action. Further analysis was performed on the main printed circuit board (pcb) and the interconnect flex. Visual inspection revealed that the flex thickness failed specification. Bench testing revealed no anomalies. Conclusion: all sub-assemblies submitted for analysis passed testing at the time of analysis, confirmed that the flex tail thickness was out of specification.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.